Event description:
It was reported that the tip of the unit broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The failure mode of tip breakage for the biosteon screwdriver ((B)(4)) was confirmed based on the returned device. There are many potential root causes for this failure mode. Design could potential be a root cause for the failure mode. However this is unlikely as steps taken to address the trend of biosteon driver tip twisting and bending during use by changing the material used for the drivers and launching a driver specific for 23mm biosteon screws. Processing/manufacturing issues are another potential root cause. (B)(4) performed a material analysis on this lot and found that there is nothing to indicate a metallurgical issue. In addition, (B)(4) states that the there is no manufacturing issues for this lot. Based on the breakage itself another potential root cause of the failure is user error due to a combination of excessive force used by the surgeon and use of a 23mm biosteon screw. A specific 23mm biosteon screwdriver was developed for use with 23mm biosteon screw as there was a high number of breakages of the 23/28/35mm biosteon screwdriver when the 23mm biosteon screw was being used. The breakage was at the most distal laser line on the driver tip indicating that a 23mm was used. The further down the screw is on the driver tip, the more susceptible it becomes to breakage, thus a 23mm screw was likely used by the surgeon. If a 23mm screw was not used then it would indicate that the surgeon was not fully engaging the driver when using a larger screw size (either 28mm or 35mm). It has been determined that user error of excessive force when inserting the screw from the surgeon at this account is what caused the screwdriver breakage. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the unit broke off.